Manufacturer narrative:
(B)(4). After multiple attempts, physio-control has been unable to contact the customer regarding the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer, a biomed, contacted physio-control to report that a pin from either a hard paddle assembly or a quik-combo cable (customer did not specify) had broken off and become lodged into their device's therapy connector. This lodged pin prevented the end user from plugging in a quik-combo cable and, as a result, the device could not be used for defibrillation therapy if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer, a biomed, later contacted physio-control and advised that they had replaced the device's therapy connector assembly which resolved the reported failure. After observing proper device operation through functional and performance testing the unit was placed back into service for use. Neither the device, nor the removed therapy connector assembly, have been returned to physio-control for evaluation. The cause of the reported failure could not be determined.